Event description:
It was reported that the carrier failed to fully retract. After the carrier extended into the cage, when the carrier was being retracted back into the head of the device it got stuck mid-way such that it was only partially retracted. There were no patient complications reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0510 captures the reportable event of carrier failure to retract.